Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported that their ins died and they thought it may have been defective. It was stated that the settings had been changed causing the ins to drain ¿awfully fast¿ in (B)(6) 2015, but the patient wasn't sure if it was defective. When the ins died the patient allegedly laid on the floor of their apartment for six days until a family member found them. The patient was in the hospital and recovery from (B)(6) 2015 to (B)(6) 2016. Their physician allegedly did not tell the patient to get the ins changed when it dies. The ins was replaced. No further complications are anticipated.